Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25125356, 25125656 and 25125834 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, clinician at kaiser (B)(6) indicated that the heating element separated from jaw at distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.